Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00777 and -00779.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace), neuron max 088 delivery catheter, and penumbra system 5max ace 64 reperfusion catheter (ace 64). Upon removal from the packaging, the 5max ace was found kinked near the hub and was not used. While attempting to advance the neuron max 088, it was became near the distal tip, which would not allow it to advance. During the procedure, an ace 64 became fractured and the coil winding became unraveled. The procedure successfully continued using a new ace 64 catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the neuron max was kinked approximately 8.0, 10.0, 31.0, and 32.0 cm from the hub, and ovalized 1.0 from the distal tip. Some of this damage may have been due to return packaging conditions, as the neuron max was folded to fit inside the return packaging. Conclusion: the complaint has been evaluated. The complaint indicated that the neuron max became kinked on the distal end, which made the neuron max unable to be advanced. Evaluation of the returned device confirmed it was kinked and ovalized. This type of damage typically occurs due to improper handling during preparation or use. If the neuron max is manipulated forcefully or at an angle during insertion or advancement into another device, damage such as this may occur. These devices are 100% visually inspected during process inspection. A non-penumbra catheter (not mentioned in the complaint) was also returned inside a clear biohazard specimen bag, inside the shipping box. The penumbra system 5max ace reperfusion catheter and penumbra system ace 64 reperfusion catheter mentioned in the complaint were not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.